Event description:
It was reported carelink has connected successfully, however, patient received a shock and the clinic was not notified. Settings were reviewed and noted the device is programmed off for number of shocks delivered in an episode. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was analyzed and no anomalies were found, the reported event could not be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.